Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional 3 proglide devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with 4 proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with all 4 proglide devices. No other proglide device was attempted. The sheath was upsized to an 18f and the tavr procedure was completed. The vessel was cut-down and surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.